Event description:
It was clarified that the probe was dropped inside the body, but the fallen part was not recovered.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b5, d8, h1, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (e1, g2, h4, and h6- impact code/device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, it is likely the probe broken which led to the probe residue could have occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. Mechanism 1: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe and the seal & cut short circuit error occurred. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch causing the probe damage error and the ultrasonic level error. 3. The probe broke when added load. Mechanism 2: 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. And the seal & cut short circuit error occurred. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch causing the probe damage error and the ultrasonic level error. 5. The probe broke when added load. However, a specific root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." "Do not use the thunderbeat to seal a blood vessel with a diameter over 7 mm. Otherwise, sufficient sealing may not be achieved." "Even when using this instrument on blood vessel(s) with diameter of 7 mm or less depending on the condition of the patient or the blood vessel(s) and usage of thunderbeat, coagulation or sealing by the instrument could be insufficient, and patient bleeding may result. When using this instrument on blood vessel(s) with a diameter over 4 mm, be careful to avoid rebleeding. The recommended output setting for the seal & cut mode is level 1, and/or the recommended output setting for the seal mode is level 3." "When treating a blood vessel and/or tissue, squeeze the control handle firmly until the control handle touches the grip handle to stop. Otherwise, incomplete sealing may cause bleeding." "Always position a vessel in the middle of the grasping section. Otherwise, the coagulation may be incomplete and the thunderbeat may wear out prematurely." "Should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
An olympus sales representative reported on behalf of a customer, during a hysterectomy, the thunderbeat experienced a breakage of the active blade within 10 to 15 minutes of use. The normal duration of the procedure was 90 minutes due to the incident, with an additional 10 minutes. The therapeutic hysterectomy was completed using another similar device. There was no report of patient harm or injury associated with this event. Usage of subject device the usg-400 (ultrasonic generator) software version was 2.00. The setting of itm (intelligent tissue monitoring) ¿on¿ when the thunderbeat was used. In the hospital, the setting of itm is usually ¿on¿ when the thunderbeat was used. The user understood characteristics of itm functionality. The user did not change the itm setting during the procedure.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.